Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding, right heart failure, renal dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Additionally, under ¿anticoagulation¿, section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 on (B)(6) 2021. Following the implant the patient's chest was closed prior to leaving the operating room, however then had to be reopened due to bleeding from the chest tubes. While in the operating room the patient received 4 units of packed red blood cells, 2 units of cryoprecipitate, 4 fresh frozen plasma, and 4 units of platelets. Chest closure was then delayed until the following day. Following the heartmate 3 implant the patient required multiple inotropes including epinephrine, vasopressin, norepinephrine, and dopamine. The patient's central venous pressure remained elevated and they were experiencing metabolic acidosis. On (B)(6) 2021 the patient was taken back to the operating room and had a percutaneous right ventricular assist device placed. Following the lvad implant the patient was also noted to have very low urine output despite bumetanide infusion and multiple inotropes. Nephrology felt that the patient's hypotension and blood loss during surgery contributed to the patient developing acute tubular necrosis. The patient did have an underlying chronic kidney disease. The patient was started on continuous renal replacement therapy and remained on this therapy until withdrawal from the study on (B)(6) 2021 due to the placement of the rvad. Also following lvad implant the patient remained with very high vasopressor requirements and elevated white blood cells over 20,000. Blood and urine cultures were sent with no growth at the time and the patient exited the study. The patient had an elevated lactate level of 10.4. Antimicrobial coverage was widened from vancomycin to also include cefepime and flagyl. A computed tomography scan of the abdomen and pelvis was concerning for small bowel ischemia. During the rvad placement an exploratory laparotomy was also performed, which did not confirm any areas of ischemic bowel.